Event description:
It was reported that the atrial lead exhibited noise and high capture threshold. The noise could be reproduced with isometrics. The patient was asymptomatic. No intervention was performed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.